Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead which is attached to another manufacturer's device exhibited an abrupt increase in impedance measurements to 1000 ohms. Further review determined that the patient had twiddler's syndrome which was believed to have caused the change in impedance measurements. The field representative noted that a revision procedure was performed, however it was done by another manufacturer, thus it is unknown what occurred during the procedure. At this time available evidence indicates the rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead which is attached to another manufacturer's device exhibited an abrupt increase in impedance measurements to 1000 ohms. Further review determined that the patient had twiddler's syndrome which was believed to have caused the change in impedance measurements. The field representative noted that a revision procedure was performed, however it was done by another manufacturer, thus it is unknown what occurred during the procedure. At this time available evidence indicates the rv lead remains in service and no additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was returned, thus explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection confirmed that only the proximal segment was returned, severed approximately 63 mm from the terminal end. Testing was completed to assess the lead segment electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead which is attached to another manufacturer's device exhibited an abrupt increase in impedance measurements to 1000 ohms. Further review determined that the patient had twiddler's syndrome which was believed to have caused the change in impedance measurements. The field representative noted that a revision procedure was performed, however it was done by another manufacturer, thus it is unknown what occurred during the procedure. At this time available evidence indicates the rv lead remains in service and no additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was returned, thus explanted. No additional adverse patient effects were reported.